Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not connecting to the station. A field service engineer (fse) observed the remote manager failing to accurately detect latch positions, resulting in inconsistent open and close operations. After multiple tests, the issue persisted. Investigation of previous cases revealed that although the latch assembly and housing had been replaced, the controller board had not. Then the controller board was replaced. Post-replacement, hardware tests confirmed successful temperature and probe readings, and latch functions operated correctly. All hardware was verified through application testing. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator was not connecting to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.